Manufacturer narrative:
Device evaluation summary: the medtronic field service engineer (fse) inspected the ventilator and found a bad battery with an electrical ground resistance of 0.374 ohms and physical burns on the direct current (dc) - dc converter. The fse replaced the power control/distribution board, batteries, dc -dc converter and power cord. The ventilator passed all required testing per manufacturer's specifications at the time of service. One power cord was returned to medtronic for further analysis. When the electrical safety test was conducted the test failed due to a faulty power cord. The power controller board was returned to medtronic for further analysis. The returned component was attached to the test ventilator and the ventilator passed all the tests and calibrations without errors and alarms. The reported event could not be duplicated. Analysis found no fault with the returned board. The power distribution board was returned to medtronic for further analysis. Inspection of the board found a damaged r6 (1) resistor. Using multimeter, the r6 resistance measured 1.64m, indicating an open resistor. With an open r6 resistor, the board was determined to be unsafe to install in a test ventilator. The dc-dc board was returned to medtronic for further analysis. The receipt condition of the board, with a damaged c59 capacitor, rendered the board unsafe for installation in a test ventilator. This issue is likely due to a faulty c59 capacitor. Two batteries were returned to medtronic for further analysis. Firmware of the battery was tested and verified to be correct. When it was attached to the test unit, it was found that the battery failed to charge and the red battery fault indicator light emitting diode(led) on battery was lit. Battery has hardware short circuit(hsc) fault flag in red . Battery will not work with this fault set. The cause of the observed condition was determined to be faulty c59 capacitor on dc-dc converter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, there was a burning smell coming from a 980 ventilator. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.

Manufacturer narrative:
Additional information received and added to section a . Correction to section g5 the 510k number. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.